Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient. The customer also reported that the fill volumes were "very low." The customer also reported that there was no clinical impact on the patient. The customer also reported that the patient was switched to the backup driver without adverse impact. This alleged failure mode posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient. The customer also reported that the fill volumes were "very low." The customer also reported that there was no clinical impact on the patient. The customer also reported that the patient was switched to the backup driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed multiple "system malfunction" alarms that were caused by a loss of the left and right vacuum blowers. The loss of left and right vacuum resulted in the low fill volumes reported by the customer. The driver was tested, and during testing, a "system malfunction" alarm and low fill volumes were observed, confirming the reported issue. The investigation determined that the root cause of the "system malfunction" alarms and low fill volumes was a malfunction of the main board printed circuit assembly (pca). Vacuum performance depends upon the functionality of the main board pca. The main board pca was inspected, and two fuses that provide power to the vacuum blowers were blown, rendering the vacuum blowers inoperable. The investigation could not determine the reason for the blown fuses on the main board pca. It is possible that there was a current spike that was caused by the left and right vacuum blowers. The main board pca and left and right vacuum blowers were replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The vacuum blowers are used to augment fill volumes, if necessary. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.